Event description:
A silicone lens model aa4203tl was not used due to the seal on the package was not sealed properly. It was indicated that the technician did not feel safe using the lens. The lens was not implanted and there was no patient contact. The facility stated the package was unsealed upon receipt. The model and lot numbers of the cartridge are unknown.